Event description:
Event description: per cnf, it was reported that: [?]event; the guidewire got stuck. [?]when did it occur? It occurred during post mapping. [?]what type of guidewire was used, starter guidewire. [?]if the guidewire is a bsc device, what is the lot or j-pos number? Lot number, 8939707. [?]was a new guidewire used to continue the procedure, or was the same guidewire used? A new guidewire was used. [?]was the guidewire able to be removed as usual? Since the farawave was in the flower state, it was deployed into the basket and the guidewire was removed. [?]was there any resistance during the manipulation of the guidewire? No resistance was observed. [?]was the guidewire inserted and removed from the catheter several times? Approximately 30 times. [?]what was the act at the time the stuck occurred? More than 350. [?]what are the details of the events leading up to the occurrences? The guidewire may have become entangled with the spline after it was slightly advanced during post-mapping while the farawave was in the flower shape. Physician comments: next time, I will ensure the guidewire is either properly advanced or not advanced at all. Patient outcome: no patient injury infected: no generator/controller: none ablation catheter used: none other used: none as reported device codes: 1457: entrapment of device or device component as reported patient codes: 9398: no clinical signs, symptoms or conditions type of procedure: pulmonary vein isolation

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Awaiting device return.

Manufacturer narrative:
A visual and microscopic examination of the returned product was completed, and the following features were observed: the guidewire returned with an offset approximately 0.5cm from the distal weld. Microscopic examination of the guidewire's distal weld and proximal weld did not reveal any anomalies. Both welds were intact. A fingerpull test was performed on the returned guidewire and passed. No other damage was noted on the returned guidewire. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "user applies excessive force in manipulating wire within needle/cannula", "user advances wire through resistance" and/or "user handles wire outside body with excessive force" appears to have impacted on the event as reported. The root cause is undetermined: cause not established. Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.

Event description:
Event description: per cnf, it was reported that: [?]event; the guidewire got stuck. [?]when did it occur?; it occurred during post mapping. [?]what type of guidewire was used; starter guidewire. [?]if the guidewire is a bsc device, what is the lot or j-pos number?; lot number, 8939707. [?]was a new guidewire used to continue the procedure, or was the same guidewire used?; a new guidewire was used. [?]was the guidewire able to be removed as usual?; since the farawave was in the flower state, it was deployed into the basket and the guidewire was removed. [?]was there any resistance during the manipulation of the guidewire? No resistance was observed. [?]was the guidewire inserted and removed from the catheter several times?; approximately 30 times. [?]what was the act at the time the stuck occurred? More than 350. [?]what are the details of the events leading up to the occurrences? The guidewire may have become entangled with the spline after it was slightly advanced during post-mapping while the farawave was in the flower shape. Physician comments: next time, I will ensure the guidewire is either properly advanced or not advanced at all. Patient outcome: no patient injury infected: no generator/controller: none ablation catheter used: none other used: none as reported device codes: 1457: entrapment of device or device component. As reported patient codes: 9398: no clinical signs, symptoms or conditions. Type of procedure: pulmonary vein isolation.